Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level due to this reported event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.